Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were testing using a retention meter and retention controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.8 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field d9 was updated.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The test strips have been returned and forwarded for further investigation. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation is ongoing and a follow up report will be submitted upon completion of the investigation.

Event description:
The initial reporter complained of discrepant inr results with coaguchek in range meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.7 inr. The result from the laboratory within 4 hours was 2.9 inr. The customer has a therapeutic range of 2.5-4.2 inr.